Event description:
It was reported that a balloon rupture occurred. The target lesion was moderately tortuous and severely calcified. An athletis pta balloon dilatation catheter was advanced and inflated several times to the rated burst pressure or lower. The balloon ruptured. No patient complications were reported. The procedure was completed with a new athletis pta balloon dilatation catheter.

Event description:
It was reported that a balloon rupture occurred. The target lesion was moderately tortuous and severely calcified. An athletis pta balloon dilatation catheter was advanced and inflated several times to the rated burst pressure or lower. The balloon ruptured. No patient complications were reported. The procedure was completed with a new athletis pta balloon dilatation catheter.

Manufacturer narrative:
D2b - pro code (product code): dqy. Device eval by MFR: an athletis 6.0mm x 100mm x 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 47mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.